Event description:
Product returned due to mechanical hardware failure (av sticky valve). Investigation found fva lip seals and pins have debris. Cleaned pins. Rear cover o ring not seated properly. Fva lip seals and rear cover o ring will be removed and replaced during repair process. Perform functional testing. No other damage found. No CAPA.

Event description:
The following has been reported: biomed reported: "it was reported that service needed pump problem. Low battery was found. Charged the battery. Pump tested. There was no problem when pump was tested .searched though the history log and there was a pump problem." Patient info: unknown. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.